Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 9. Details of surgery: ridge augmentation. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, fistula and inflammation. No further patient complications were reported.